Manufacturer narrative:
After battery installation, the left and go back buttons were not working. After swapping the boards into another case, the problem resolved itself. Upon further review, there was corrosion and mold underneath these two buttons themselves. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had stuck button alarm during delivery a bolus. Customer¿s current blood glucose was 10.6 mmol/l. Customer was advised to revert to back up plan. Insulin pump will not be returned for analysis.